Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had impella rp flex support ongoing for a 58-year-old male patient admitted with cardiomyopathy and other systemic comorbidities. The team additionally had an impella 5.5 supporting. The pump was removed after 19 hours due to low flows. The pump had motor current and purge flow changes. The patient survived the explant.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. The data log shows that the motor current spiked while running at steady p-level, accompanied by a drop in pump flow. A 9-minute gradual purge pressure rise was observed during the low pump flow event with active high purge pressure alarm, and the placement signal spiked to 150. The cvp was positive and exhibited some spikes during the reported event. The data log trend indicates signs of biomaterial ingestion during the case run. According to the clinical report, high purge pressure and low pump flow were noted, along with a motor current spike. A clot was reported on the inlet/outlet cage of the explanted pump. The cause of the low pump flow issue was most likely biomaterial. The biomaterial interaction could also lead to the high purge pressure. The instructions for use for the impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller states the following: section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿